Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a (B)(6) male patient (300 lbs) in cardiac arrest. The cardiac arrest was not witnessed. Per the reporter, the patient had a history of previous heart attacks and stents, which likely contributed to the cardiac arrest. The patient was in cardiac arrest for an unknown time. The manual CPR was performed by the bystander for less than 5 minutes. When the emergency crew arrived, the patient was found with bruising on the face (unknown cause) with agonal breathing. The manual CPR was performed by the crew for 5 minutes while the platform was prepared for use. The platform stopped after performing for an unknown period and displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message, and the user was unable to pull up the lifeband. The crew immediately revert to manual CPR for 25 minutes. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced by ER physician. Per the reporter, the patient's death was not related to the autopulse platform. After the call, the user was able to clear the ua45 error message with the help and guidance from zoll technical support, however, the platform displayed a user advisory (ua) 45 again after the platform was paused and the user tried to lift the lifeband to re-start the compressions.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive review but not during the functional testing. The user was able to clear the (ua) 45 error before the platfrom was returned to zoll for evaluation. The root cause for the (ua) 45 error was due to drive shaft not being at "home position". The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, during further testing it was noticed that the encoder driveshaft could not rotate smoothly due to a defective encoder gearbox, likely due to defective component. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform passed the initial functional testing without any fault or error. During further testing, unrelated to the reported complaint, the autopulse platform failed the load cell characterization test as load cell module 2 exceeded normal parameters. The defective load cell module was replaced to address the noted failure. A review of the archive data showed (ua) 45 error messages to have occurred multiple times around the customer's reported event date, thus confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.